Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Article: occlusion of venous femoropopliteal bypass by a starclose device after endovascular cardiac catheterization the lot number was not identified; therefore, a device history record review could not be performed.

Event description:
The following event was noted during literature review: an unspecified physician, therefore unknown if trained in the use of the starclose device, attempted arteriotomy closure of a femoropopliteal venous bypass after a percutaneous transluminal coronary angioplasty procedure. Reportedly, 2 months later the patient presented with manifestation of critical limb ischemia. Femoral duplex sonography showed proximal occlusion of the femoropopliteal venous bypass. Lysis and pta of the venous graft was performed. Although this intervention was successful, the proximal part of the bypass retained a stenosis, which was the reason for reocclusion of the bypass a few weeks later. Angiographically the stenosis was localized at the proximal venous bypass at the same location as the starclose clip. At surgical revision of the venous bypass, complete venous graft occlusion with an intravascular clip localization of the starclose device was found. Polytetrafluoroethylene interposition (a segmental resection of the part of the bypass occluded by the clip) was successfully performed, and the patient's post-operative hospital stay was uneventful. Though requested, no additional information was provided. The index procedure was performed at the (B)(6).